Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implant site failed to heal and pocket was leaking fluid. The entire pacing system was explanted and replaced and cultures were taken. No further patient complications have been reported as a result of this event.